Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: during repairing the device, device is showing o2 input test failed. After replacing the o2 mixer assembly o2 input test failed again. While checking thoroughly, found green corrosion near pin 7(o2 valve) connection. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during repairing the device, device is showing o2 input test failed. After replacing the o2 mixer assembly o2 input test failed again. While checking thoroughly, found green corrosion near pin 7(o2 valve) connection. No patient involvement.